Event description:
Litigation alleged patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering. In addition, patient is informed and believes she will require revision surgery of her hip to remove the depuy asr acetabular hip system orthopaedic implant and replace it.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention, blood heavy metal and limb asymmetry.

Event description:
After review of medical records the patient was revised due to failed left asr summit mom tha and elevated serum cobalt chromium levels. Operative note reported yellowish brown fluid obtain. Synovium was stained brown. Hip joint filled with gray brown metabolic synovium. The acetabulum did not have any areas of osteolysis. Lab result was not provided for patient serum metal ion levels.

Event description:
Litigation alleged patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering. In addition, patient is informed and believes she will require revision surgery of her hip to remove the depuy asr acetabular hip system orthopaedic implant and replace it. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.